Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, lens stayed in the company delivery system and did not advance. Lens was available for return. Additional information was requested, but no further information is available.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).